Manufacturer narrative:
The pump was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test due to unresponsive buttons. Unit received with missing display window cover. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged on the body. The customer¿s blood glucose was unknown. The device will be returned for analysis.

Manufacturer narrative:
The initial report was submitted with the wrong aware date. The correct date is (B)(6) 2019.